Event description:
It was reported that during a stenting treatment procedure, a catheter became entrapped on a guide wire. The 90% stenosed target lesion was located in a moderately tortuous, non-calcified mid right coronary artery (rca). A non-bsc guide wire was introduced and advanced to the target lesion. After pre-dilatation with a non-bsc balloon, the 3.00 x 38 mm promus element plus stent delivery system (sds) was introduced. While the sds was being advanced, resistance was encountered at the proximal rca. When the physician tried to remove the sds, the guide wire was also removed because the devices were stuck together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. The physician stated that resistance was encountered while inserting the balloon catheter onto the guide wire and that it was possible that coating from the guide wire peeled and obstructed advancement of the sds.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).